Event description:
Additional information was received that the patient felt fatigued.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the device exhibited a loss of pacing and premature battery depletion was suspected. The device was explanted and replaced. The patient was stable.